Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 428 mg/dl at the time of incident. The customer's blood glucose was 135 mg/dl at the time of call. The nurse stated that the customer was given insulin drip to treat the blood glucose. The reservoir will not be returned for analysis.